Event description:
There was a localizer faulted message on boot up. Troubleshooting included the clinical consultant (cc) opening network device interface (ndi) toolbox and reported an internal temperature fault and a bump status. The manufacturer representative (rep) reached out to the surgeon. He stated that the camera was not working, before the patient was present. It was during the instrument verification process prior to the procedure.

Manufacturer narrative:
H2: additional information was added to b5, d4, d10 and additional codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r camera, serial lot/sw version: (B)(6) h3, h6: the system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. The returned camera product ID 8735821r, lot p904851 was analyzed. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .346mm with a passing threshold of .250mm. Codes b01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, amber light and green light were on together, and camera was not working. A1102 was coded for displaying localizer faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. The amber light and green light were on together. The camera was notworking. It was unknown if there was a patient involved.